Event description:
It was reported this was an arteriotomy closure of the left common femoral artery using the pre-close technique via a 5f sheath hole prior to a valvuloplasty procedure. Reportedly, the suture of the first proglide device was successfully pre-placed. A second proglide suture was pre-placed; however, the proximal guide separated into two pieces. No resistance was noted during advancement of the proglide device into the anatomy or during removal of the device. The lever was returned to is original position and the foot retracted. The level of anesthesia was increased to general and surgery was performed to retrieve the sheath. No vessel damage was noted. The sheath size was upsized to 12f and the procedure was completed. Hemostasis was achieved via surgical suturing. The patient was stable. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Attachment: medwatch form report# mw5109348.

Event description:
User facility medwatch report received that states: patient in cath lab for emergent balloon valvuloplasty. Access obtained in the left femoral artery with 12fr sheath placed. Due to the large sheath size the preclose (2 perclose) technique was attempted. The first perclose was deployed and the second perclose broke leaving the black portion of the device in the femoral artery. Manual pressure was applied for approx 1:20min then patient was transported to surgery for removal. FDA safety report ID # (B)(4). No additional information was provided.